Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 30 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, eyeglasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was not dispatched for this event because the customer was able to repair the leak. The customer spoke to the fse and stated that service was not needed because the leak had been repaired. The customer found that tubing had popped off the blood sampling valve (bsv).they did not specify which tubing had popped off the bsv. The customer replaced the tubing and verified that the instrument was running without any leaks. The cause of the leak was that tubing popped off the bsv. Beckman internal identifier number for this report is (B)(4).